Event description:
It was reported that this pacemaker exhibited loss of capture (loc) on the right ventricle. Technical services (ts) was consulted and discussed programming options. The device remains in service. No adverse patient effects were reported.